Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that customer's condition improved - unable to establish contact with customer at this time. Unable to send product notification letter due to no address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. User facility is calling on behalf of the customer. It was not disclosed if result obtained was fasting or non-fasting. At the time of the call, the customer was feeling symptoms of blurry vision and fatigue. Customer was going to seek medical attention at urgent care provider. Customer could not continue with the troubleshooting process and no further information was able to be obtained.